Manufacturer narrative:
The customer provided device logs for review, which confirmed the presence of the reported alarm. No hardware or software faults were identified during log analysis. The customer was instructed to connect the ventilator to wall oxygen and operate it at 100% for 30 minutes to one hour to determine if the alarm would reoccur. Follow-up communication confirmed the issue could not be duplicated. No fault was found, and the device was approved to be returned to service.

Event description:
The customer reported that during patient use, the ventilator triggered a 271 alarm. There was no patient harm reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator triggered a 271 alarm. No patient involvement.